Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels of 441-442 mg/dl and 4.6 mmol/l ketone levels. The healthcare provider identified the ketone levels as concerning. Suspected cause of high bg/ketone level was no insulin uptake. The customer delivered a bolus to attempt to resolve the high bg/ketones. The customer received treatment in the emergency room (ER) in the form of intravenous fluids, saline, potassium, and 13 units of long acting insulin. The treatment resolved the issued and the customer left the ER the same day. A system check was performed and no issues were identified with the pump, cartridge, insulin, infusion set tubing, or infusion set cannula. Additionally, it was identified that the customer had been using the cartridges for 5-6 days. The customer was educated on proper usage of pump supplies.